Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to user mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): ·chapter 4 reprocessing workflow for endoscopes and accessories ·chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was confirmed. It was unknown whether the reprocessing of the device at the customer site was or was not completed. The image displayed looked permanently blurred in the visual field due to the presence of a uniform deposit on the objective cover lens while there was no sign of humidity found inside the device. The blurred image which obscured visibility was due to dirt and most likely attributable to insufficient cleaning and wiping of the objective cover lens. Additionally, the evaluation revealed the following findings: a-rubber was pierced and leaking; connecting tube coating was cut and leaking; bending tube was deformed; suction cylinder was discolored; channel mount was deformed; and air valve unit was corroded. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the cystonephrofiberscope exhibited image issues. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed that foreign matter was adhering to the objective lens, which was attributable to insufficient cleaning and wiping of the objective cover lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.